Manufacturer narrative:
Device not received for evaluation.

Event description:
The device was used during a laparoscopic hernia procedure. Reportedly, a component disengaged into the pt's cavity. The surgeon was able to retrieve the component without any pt injury.